Event description:
It was reported that an exactamix vented, high-volume inlet was leaking between the tip and the tubing. The leak was observed when using the set during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured in july 2023. H11: the device and photo sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.